Manufacturer narrative:
Section h6 updated to reflect completion of investigation: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent an endovascular intervention targeting the left internal iliac artery. The procedure utilized a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Access was established using a 12fr gore® dryseal flex introducer sheath, with an 8fr cook flexor® ansel guiding sheath inside of the 12fr. Multiple guidewires (manufacturers unspecified) were employed and exchanged as needed throughout the procedure. Initially, the physician was not able to reach the target treatment area as there was an unknow obstruction passage. Eventually the physician was able to get near the target treatment area but not exactly, so the physician wanted to withdraw the vbx device, however, before reaching the distal end of the sheath, the vbx device inadvertently dislodged from the delivery system and deployed near the target treatment zone with acceptable placement. Maintaining wire access, the physician removed the vbx delivery system and advanced a 3¿4 mm balloon catheter into the vbx endoprosthesis. The device was expanded via multiple short inflations. Following stabilization, the vbx device balloon was used for post-dilation to the nominal diameter per the instructions for use. Subsequent imaging led to the decision to deploy an additional shorter vbx device proximally to reinforce the repair and optimize the outcome. There were no reported adverse effects to the patient.